Manufacturer narrative:
The device, used in treatment, was not returned for evaluation but the images provided were reviewed, and the fracture was confirmed. The clinical/medical investigation concluded that, three undated, unlabeled photos of the device confirmed the reported failure. However, without the requested clinical information, a thorough medical investigation cannot be rendered nor can the root cause of the reported breakage be determined. According to the report, the black femoral head shattered inside of the patient¿s open incision several times. Although, it has not been reported whether all the shattered pieces were removed from patient. If any of the non-implantable material was retained inside of the patient¿s open incision, we cannot rule the potential risk for micro-motion and/or migration, tissue inflammation and/or pain. The impact to the patient beyond that which has already been reported is unknown. Therefore, no further clinical/medical assessment is warranted at this time. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during a procedure the surgeon went to impact the femoral head and the black femoral head shattered inside the patient's open incision. A delay of less than or equal to 30 minutes was reported. No injury to the patient was reported.